Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit and two photos. Functional testing was performed by attempting to decouple the tip shield from the winged adapter. Decoupling was not possible and the winged adapter could not be rotated, confirming the reported defect. Upon separation of the two components, adhesive residue was found on the outside of the winged adapter and the inside of the tip shield. During manufacturing, adhesive may be incorrectly placed due to adhesive build up or a leak in the dispense system. Preventative maintenance and in process sampling is performed at regular intervals to mitigate the risk from this type of defect. A device history record review could not be performed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle could not be separated from the bd nexiva" closed IV catheter system due to the safety mechanism failing to disengage it. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about a failure to decouple of nexiva. According to the customer's report, the needle was not separated from the catheter."